Manufacturer narrative:
(B)(4): approximate age of device ¿ 2 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. A system controller log file was submitted to the manufacturer for evaluation of reported pump stoppage events. The log file captured multiple pump stoppages that appeared to have only occurred while the pump was connected to the power module. This type of pump behavior may indicate potential issues with the percutaneous lead. X-ray images were unremarkable with no noted areas of potential percutaneous lead compromise. The patient was provided an ungrounded power module patient cable. The patient was asymptomatic. A pump exchange was subsequently performed on (B)(6) 2015.

Manufacturer narrative:
The report of low speed and pump stop events was confirmed based on the evaluation of (B)(4). The pump returned with the percutaneous lead cut approximately 3 inches from the pump housing and the severed portion of the lead returned in three pieces, the 25.5 inch distal end portion, a 5 inch portion, and a 4.5 inch portion of lead. Electrical continuity testing of the pump-end portion of lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a disruption in the insulation of the brown wire, approximately 2 inches from the pump housing, at the terminus of the pump end bend relief. The conductors of the wire were exposed. The disruption appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruption in the insulation of the brown wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground while the device was supported by the power module and patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.